Event description:
In 2004 the patient was treated for an abdominal aortic aneurysm with the gore excluder bifurcated endoprosthesis. In 2006 it was discovered the aneurysm sac enlarged without any evidence of endoleaks, and was attributed to endotension. A re-intervention was done that month and the original endoprosthesis was relined with the gore excluder aaa endoprosthesis using a back-up aortic extender and two contralateral leg components. After difficulty advancing the contralateral leg component in the right common iliac artery, it was withdrawn into the sheath, where it partially deployed. The sheathed device was removed from the patient and a new 12fr sheath was placed and a new pxc121400 device advanced and deployed. The patient tolerated the procedure.

Manufacturer narrative:
Device remains implanted in patient. A review of the manufacturing paperwork is being conducted.